Event description:
It was reported that pump experienced malfunction code and could not be reset, with notable event occurring prior to malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, received instructions to place pump in storage mode, program settings and reconnect continuous glucose monitor on replacement pump, and agreed to return malfunctioning pump using prepaid label after replacement pump was shipped.